Manufacturer narrative:
No alarm was noted. The pump passed the error test. The pump was received with a severely scratched display window, a cracked case at the display window corners, cracked battery tube threads, a cracked belt clip slot, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had an unexpected restart alarm on the insulin pump. The alarm happened during normal use and after a new battery was inserted. The pump was not stored for an extended period of time. There were several alarms during normal use. The customer will be sent a replacement pump. Customer was asked verbally and in written form to return the pump for analysis.